Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 440 mg/dl. The customer treated with shots of insulin. The customer's current blood glucose was 400-500 mg/dl. The customer stated that she had a virus. The customer also reported diabetic ketoacidosis event. Customer declined to troubleshoot for high readings. The product was not returned for analysis.